Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The excessive no delivery alarm was unable to be verified due to no button response. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched l window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 46mg/dl. The customer treated the low with juice. The customer states the alarm occurred during manual prime. The customer states they are unable to clear the alarm. The customer was advised the pump would have to be replaced and returned for analysis.